Event description:
The customer reported that results from one patient sample processed on the vitros 250 were associated with the incorrect patient name. The vitros 250 results were not reported and there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that patient results were associated with an incorrect patient name as a result of user error due to the re-use of sample ids. The customer was directed to an ocd technical bulletin regarding this issue, and has corrected their internal procedures.